Event description:
The customer reported the device was displaying errors and the ready for use red x which would temporarily clear by running the user initiated operational check (opcheck) but then would recur. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.